Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamers are dull.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the instrument has been received for examination. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding quickset ace grater heads - 57mm stating: "the reamers are dull - need replacing." No patient consequences. The instruments associated with this report were not returned. Follow up communication for product return was unsuccessful. Previous investigations for quickset acetabular grater heads with this failure have attributed the root cause to be wear out. Due to the nature of orthopaedic surgery, instruments can see a heavy level of stress. Unless there is clear evidence that instrument use was contrary to the communicated use of the device within the IFU and/or surgical technique, wear should be considered from normal use. The additional information indicates that the reamer sets are "used everyday". Hence, the devices must see frequent use. The lot codes for the devices were not provided; therefore, the manufacturing date of the instruments cannot be determined. However, with no more information and no instrument to examine, a root cause cannot be determined for this specific instrument. Based on the investigation, the need for corrective action is not indicated. Continue to monitor complaints under post market surveillance (B)(4). Update: february 14, 2019: johnson and johnson canada reported the reamers are dull - need replacing. Examination of the returned instrument confirmed the complaint; grater head cutting edges are dull. The complaint sample consisted of (1) 244000557 quickset ace grater head 57mm. A search of the complaint database found similar reports and the root cause was attributed to heavy usage and wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.